Manufacturer narrative:
This report was submitted under manufacturer report number "1219602", correct manufacturer report number is "3003604053".

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material component found that a material certificate of analysis from each raw material supplier is required and raw material must meet specifications. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a rotator cuff repair, five (5) tendon anchors fractured; 4 anchors while loading them into the inserter and 1 anchor inside of the patient and it was removed from the patient. The procedure was finished with 5 minutes of delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, five (5) tendon anchors fractured; 4 anchors while loading them into the inserter and 1 anchor inside of the patient and it was removed from the patient. The procedure was finished with 5 minutes of delay using a smith and nephew back up device. No further complications were reported.